Event description:
A shilhouette pedicle screw construct was implanted at l5-s1. Revision surgery was performed seven months later and the construct was removed. The reason for the revision surgery is unknown at this time, however it was reported that one of the locking nuts had been cross-threaded.